Event description:
The customer reported, "front panel system board not working". Subsequently, the local philips service rep reported that the actual symptom was failure to power up with battery or ac mains. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported, "front panel system board not working". Subsequently, the local philips service rep reported that the actual symptom was failure to power up with battery or ac mains. There was no report of pt involvement or adverse pt impact. The local philips service rep evaluated the device and resolved this malfunction by replacing the control pca.